Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device displayed "pacer fault 116" and "pacer disabled" messages. Complainant indicated that the medic reverted to manual CPR to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.